Manufacturer narrative:
The device was returned to mmdg for evaluation of the free flow complaint. During the investigation mmdg was able to confirm the complaint. The pump platen door was visibly bent, which can cause free flow, and it failed the 40 psi test, which is used to test for the possibility of free flow. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump free flowed. They stated that it had small, visible cracks in the bezel and that when a set was installed the pump free flowed. The initial reporter also stated that this occurred during testing and no patient was affected. [(B)(4)].